Event description:
During attempt to remove jackson prait drain, drain broke at skin level, leaving 4cm of clear plastic tubing on skin surface. Pt returned to the operating room for removal of the retained portion of the drain which measured 20cm.